Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses."

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer experienced a low blood glucose ranging from 45-49 mg/dl. Due to the decreased bg the customer had convulsions and numbness in left arm and leg. Customer gave a glucagon injection and consumed carbohydrates to address bg level. While hospitalized the customer was treated with intravenous fluids of saline. Customer unable to verify if healthcare provided (hcp) identified permanent damage; however, hcp "will be sending customer to rehab." Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering an extra automatic correction bolus, resulting in the low bg. The customer declined further troubleshooting with cts there fore no additional information was able to be obtained.